Event description:
A surgeon reported that an intraocular lens (iol) was exchanged, due to the pt being unhappy. The iol was exchanged with a different model. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis. The optic was chipped/nicked, scratched, and torn/split/cracked (possibly cut). The lens bench could not be conducted due to optic damage. While we were unable to determine the origin of the damage, our observation reasonably suggests that it was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/15/2009, 04/29/2009, and 05/06/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 05/14/2009.